Event description:
Cardinal health kit manufacturing is using neuro sponges from integra corp on recall. Cardinal health was notified of the endorphins in the sterile products but cardinal health has continued to use and distribute kits using the nonsterile product with increase levels of endotoxins. These kits are built in juarez mexico and el paso tx. Cardinal health, has only issued the warning on there sterile products after being advised from integra that both sterile and nonsterile products have been affective.